Event description:
This pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed.